Manufacturer narrative:
The customer reported that they're getting communication loss on this bedside monitor. Technical service (ts) troubleshot the reported problem for a while and apparently everything is connected correctly. The customer will send in the unit for evaluation/repair. The customer requested a unit loaner. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they're getting communication loss on this bedside monitor. There was no patient injury reported.